Manufacturer narrative:
(B)(4). Medwatch report #: 0501160000-2015-8007. The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported through a voluntary report, that during patient use, a ventilator generated an alarm and the display became black. The patient was removed from the unit, manually ventilated, and transferred to another ventilator without harm.